Event description:
A consumer reported halos following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event; this report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be review because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 12/04/2009 and 12/07/2009 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).